Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an adhesive failure (tape not sticking) event on (B)(6) 2026 as the infusion set was detached from the skin. The infusion set has been in use for one day.